Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Evaluation of the returned product confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the device when it left zimmer biomet is non- conforming to specification. The root cause of the reported event is the operator not following the provided work instructions during manufacturing. A corrective action was opened to further investigate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon incoming inspection, debris was found in the sterile packaging. There was no patient involvement and no adverse consequences reported. Attempts have been made and additional information on the reported event is unavailable at this time.